Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump critical pump error alarm and insulin pump is not working anymore. Customer's blood glucose value was 11. 4 mmol/l at the time of the incident. The customer was trying to do a selftest but also insulin pump not working. The customer wants to shut down the pump because it was peeping all the time, but shut down also not working. Customer state that during call red manual came on screen of an insulin pump. The customer will return the device for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm.